Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified paclitaxel set had a hole in an unspecified location which resulted in a leak. The leak was observed after connecting with the patient. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.